Event description:
This was a lead management case that resulted in an svc tear. The ep was extracting an mdt 6947 (quattro) that had been fractured, using an lld-ez ((B)(4)). The ep was lasing with a glidelight 16fr. Six seconds into the second laser train, the ep met some resistance and the abp dropped. At that point, the ep suspected tamponade, called the echo team, and asked for a pericard tray. They withdrew about 400 ml of blood. The ep recognized that more than a tamponade had occurred and called the cv surgeon. The echocardiogram did not show the tear. The patient was transferred to the hybrid or. The chest was opened 30 minutes after the abp drop, and the patient was put on bypass. The svc tear was about 1-1/2 inches long. The patient bled out (cold arrest) and has massive brain damage, is in a coma, and is recovering physically but brain activity is minimal. The capped lead is still in the body with the lld. Leaving the lld in the body is addressed in ae 1721279-2012-00172. The company will provide retraining in complication and preventive management to the hospital. A checklist for use of facilities and equipment is recommended.

Manufacturer narrative:
Device was discarded and not returned.